Manufacturer narrative:
The reported event of connection anomaly was not confirmed. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. The set screws operated normally in affixing the test leads to the header. No anomaly was detected.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the physician was unable to connect the header of the implantable cardioverter defibrillator to the lead during the implant procedure. There was no complaint on the lead. The ICD was exchanged and the new ICD was successfully implanted. There were no patient consequences.